Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt had suffered some type of trauma that damaged the lead. X-rays did not reveal any obvious discontinuities in the vns system. The pt's lead was replaced.